Event description:
It was reported in a covidien marketing article by the surgeon that during thyroid/parathyroid procedures, "when the force triad energy platform became available he tried again with the ligasure technology. Although we still had to go through the second maneuver - picking up the scissors and cutting the part that was sealed - I gave up the harmonic scalpel and went to ligasure (small jaw)... I found the ligasure ergonomically easier to use and more suited to the confined environment associated with head and neck surgery and in particular, thyroid surgery through a small incision. The surgeon also stated that he found the "harmonic less reliable for sealing larger caliber veins and suggested that "you have to be careful with the active blades (when working with other instruments) - if you touch the skin, you will get a burn," he said. Moreover, he stated that " the harmonic device gets very hot, and you really appreciate how significant this is, when you are assisting someone else." He found that instruments that he used in the past were prone to cause small burns to the patient's skin. "When you take the instrument out of the wound, you may get a little on the skin" he said. Although the burns were not third degree, they could still scar."

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Date estimated by account additional information: sales rep contacted the surgeon, who started by saying it was "a (B)(6) paper sponsored by covidien". His concerns with the harmonic were not with the fcs9, but the cs14c. I asked about the assembly and he said the assembly of the instrument has always been correctly put together. The skin burn that occurred on a patient was a fault of the user not the instrument. He said there is a learning curve with the harmonic, but those that use the harmonic should be aware that the active blade remains hot after its been activated. If he hasn't pre-warned his assistants of this they could potentially burn the patient. He said this would happen in the use of any energy instrument if the user wasn't aware of the hot blade and if retractors weren't used. He stressed that this wouldn't happen using the fcs9 and the ligasure small jaw because they are insulated. For this particular patient that was burned he doesn't remember when it happened but did say they didn't notice the burn mark until they were closing the patient. The severity of the burn was a second degree (superficial). There were no stitches or salve used for this injury and the patient didn't notice or complain about it.